Event description:
The customer reported the system is displaying a voltage error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system with a loaner system. (B) (4).